Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was schedule for lead revision due to high pacing threshold. Upon interrogation fluoroscopy revealed that the lead was dislodged. Patient did not experience any issue due to lead dislodgement. The lead was explanted and a new lead was implanted. Patient was stable post procedure.